Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, in a hospital in asturias, there is a patient who underwent surgery a year ago and continues to report continuous pain. When evaluating possible causes, one of the doctors indicates that he believes the femoral component is fractured in its proximal part. Additional information received on 05/28/2024: first surgery on (B)(6) 2021 without patella. After some time, she refers anterior pain (suspect patella) and on (B)(6) 2023 she undergoes a second surgery to implant the patella. Doctor states nothing suspicious is observed. She still refers the same kind of pain (anterior), and after a tc the radiologist states in his report (attached) that there´s a morphologic alteration of the femoral component with an existing cavity of irregular width and sharpened around the intercondylar region that's compatible with a breakage in the prosthesis. The surgeon is really concerned as, despite he doesn't believe that the femoral component could break, there´s a formal report of the hospital stating there´s a problem and prosthesis failure. He is suspicious about any kind of bubble or irregularity in the femoral component but still cannot figure out if this issue will be the root-cause of the pain. Patella implanted on (B)(6) 2023: part ID: kpontp32, advance® onlay all-poly, lot:1935373, qty: 1.